Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for 3 lead ECG monitoring. According to the reporter, at some time while enroute to the hosp, the device's crt went blank and would not display the pt's ECG. The pt transport was continued to the hosp by printing the ECG with the chart recorder. No adverse affects to the pt were reported as a result of the alleged malfunction.